Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl with diabetic ketoacidosis (dka) and went to the emergency room (ER) on (B)(6) 2017. Approximately 4 hours later, on (B)(6) 2017, the customer went to the hospital. While at the hospital. The customer was treated with fluids, and intravenous (IV) insulin therapy. Additionally, the customer's health care provider (hcp) changed all of the pump supplies and resumed pump therapy, but bg levels continued to remain elevated. Therefore, the hcp removed the customer from pump therapy. The customer was released from the hospital on (B)(6) 2017, with the issue resolved, ketones no longer present, and no permanent damage to the customer. Reportedly, the contact believed that the pump was not functioning as intended. Although requested by tandem technical support, the contact declined to perform troubleshooting and reported there were no known issues that occurred with the pump, and no alerts or alarms had been observed. Reportedly, the customer used manual injections for insulin therapy.